Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen (2000mcg/ml and dosage of 389.7mcg/day) via an implantable infusion pump. It was reported that during a normal elective replacement indicator (eri) pump replacement procedure, the hcp noticed that the silicone portion which covered the pump segment attachment hub was sliding around, unusually pulled away from the inner metal portion. It was stated that this made it difficult to pull the pump segment off the catheter access port (cap) chamber. The hcp also noticed that some tissue had grown into that space between where the silicone should be attached to the metal. On top of those noticeable visual discrepancies, the hcp also reported it was difficult to aspirate normally from the pump's cap chamber. The hcp decided to trim away the catheter pump segment portion and replace it with a new catheter pump segment. It was reported that there were no patient symptoms and no environmental, external, or patient factors. The pump segment of the catheter will be returned resolving the issue at the time of this report. Additional information was provided from a healthcare provider via company representative reporting that the issue was discovered when the pocket was opened.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen-gablofen at a concentration of 2000mcg/ml and dosage of 389.7mcg/day via an implantable infusion pump. It was reported that during a pump replacement procedure, the pump replacement needing to be replaced due to normal elective replacement indicator (eri), the hcp noticed that the silicone portion which covered the pump segment attachment hub was sliding around, unusually pulled away from the inner metal portion. It was stated that this made it difficult to pull the pump segment off the catheter access port (cap) chamber port. The hcp also noticed that some tissue had grown into that space between where the silicone should be attached to the metal. On top of those noticeable, visual discrepancies, the hcp also reported it was difficult to aspirate normally from the pump's cap chamber. The hcp decided to trim away the catheter pump segment portion and replace it with a new catheter pump segment. It was reported that there were no patient symptoms and no environmental, external, or patient factors. The pump segment of the catheter will be returned and the issue was resolved at the time of the report.

Manufacturer narrative:
H3 ¿ analysis of the returned segment of the catheter found ¿catheter sutureless connector ¿ difficulty with sutureless connector led to explant¿ and ¿catheter body ¿ damage to transition tube¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.